Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly. Unable to perform functional testing due to blank display. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer received an off no power alarm. Customer's blood glucose level at the time 98mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).